Event description:
The user reports that during the discectomy the scope appeared dark and blurry. The case was paused, and a back-up device was brought, this delayed the surgery approximately 45 minutes. Furthermore, the user also reports that this delay did not cause any injuries or unacceptable clinical risks to the patient or other personnel and the surgery was successfully completed.